Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the fire was performed was verified there was an incomplete tripping of the load. It was necessary to use another staple, but the same problem occurred, so the 2 loads will return for analysis. There was no patient injury reported.